Event description:
It was reported that the safety mechanism did not work when the needle was removed. There was no reported patient injury. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficult safety activation is confirmed and was determined to be use-related. One 22 ga x 0.75 in. Safestep infusion set was returned for evaluation. An initial visual observation revealed some use residues throughout the returned sample. The safety mechanism was not advanced over the needle tip. A microscopic observation revealed no excessive adhesive along the needle, needle housing or the safety mechanism. It was observed that the needle was bent towards the proximal end of the needle shaft. Usage residues were observed on the sample. A functional test of attempting to advance the safety mechanism over the distal needle tip revealed difficulty advancing the safety mechanism along the needle shaft as the safety mechanism encountered resistance at the bend in the needle shaft during attempted activation. The safety mechanism was activated with observed resistance. After advancement of the safety mechanism, it was observed that the needle shaft was scratched at the bend in the needle shaft from the safety mechanism moving over the bend during advancement. No evidence was found that relates this failure to be caused during the manufacture of the product. The needle of the infusion set may bend during attempted insertion of the product into the patient consequently causing difficulty advancing the safety mechanism over the bend in the needle shaft. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that the safety mechanism did not work when the needle was removed. There was no reported patient injury. No other information was provided.